Manufacturer narrative:
Reporter phone and reporting institution phone: (B)(6).

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heart start xl+ defibrillator/monitor indicating that the battery can't be charged. There was no patient involvement. The fse evaluated the device on site. It was determined that this was a malfunction of the lithium-ion battery module which philips recommended to be replaced to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the lithium-ion battery module. The reported problem was confirmed. The customer was recommended to replace the lithium-ion battery module to resolve the issue. It has been concluded that no further action is required at this time.